Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical service manager reported the laser portion of laser assisted cataract surgery of the right eye went normal following a flat dock and free floating capsulotomy. Following completion of surgery the surgeon reported a radial tear that went posterior which was noted after finishing phaco. Additional information was received, the surgeon does not feel he did anything to cause the tear and reports no additional intervention was required. The surgeon request no further follow up.